Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the coating was peeled. It was also reported that the distal tip of the guidewire was bent and approximately 10 cm from the distal end was frayed. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the core wire of the guidewire was broken.

Manufacturer narrative:
Event of corewire broke. Visual examination of the returned guidewire revealed that the distal tip was severely damaged. The coilwire was stretched and unraveled and the corewire was fractured at approximately 142.3cm from the proximal end. The event description and noted damages indicate that performance was limited due to anatomical/procedural factors encountered during the procedure. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. A search of the complaint database revealed that no similar complaints exist for the specified lot.